Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, brown particles, missing. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening.

Event description:
Physician's assistant reported a fluid leakage of the device. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Physician's assistant reported a fluid leakage of the device. The device will be explanted and replaced. This relates to the right side.